Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Promus element plus clinical study it was reported that plaque shift occurred. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion was a de novo lesion located in first obtuse marginal (om1) with 95% stenosis and was 20 mm long with a reference vessel diameter of 2.50 mm. During index procedure, a 2.5 x 15 mm nc quantum balloon catheter was advanced into the ostial portion of om1 which caused some plaque shift into ostial left circumflex (lcx) bifurcation. Repeat inflation was performed with the same balloon in om1 followed by placement of 2.5 x 32 mm promus element¿ plus stent resulting in 0% residual stenosis in om1. A 3.5 x 12 mm quantum balloon was inflated simultaneously in ostial lcx resulting in slight improvement from 30% stenosis to 20% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel.